Event description:
It was reported that the coil broke, resulting in unretrieved device fragment, migration, and additional intervention.An EMBOLD? Fibered 8x20 coil was selected to treat a gastroduodenal artery (GDA) embolization. The coil was noted to possibly have been oversized. The physician reported resistance while forming the Fibered 8x20 coil and noted that after deploying, the coil stretched. An EMBOLD? Soft 5x30 coil was used to shut down flow from the Superior Mesenteric Artery (SMA). An EMBOLD? Packing US 45 coil was selected to be placed within the stretched Fibered 8x20 coil. As the coil began to exit the non-Boston Scientific (BSC) microcatheter, the microcatheter kicked back. The coil was unable to be placed far enough into the vessel and ran out of room while forming in the Common Hepatic Artery (CHA). The physician elected to remove the Packing US 45. When removing the Packing US 45 coil, the coil fractured within the patient and microcatheter. The microcatheter was removed containing a portion of the coil. Multiple attempts were made to retrieve the device fragment, but all were ultimately unsuccessful. On one such attempt, a snare briefly captured the end of the coil, but then released the coil, causing the coil to migrate into the celiac artery and the splenic artery. Given the inability to retrieve the coil fragment, the physician placed a non-BSC covered stent extending from the proper hepatic artery to the ostium of the CHA to preserve hepatic arterial blood flow. Completion angiography demonstrated no flow through the stent. Post operation, the physicians elected to consult surgery for further evaluation and management, with plans for close monitoring of liver function tests (LFTs). As a result of the event, the patient was admitted to the hospital beyond the standard of care.